Event description:
Pt seen by md for unrelated reason. Routine urinalysis/urine culture positive for e. Coli. Pt was asymptomatic. Md elected to treat empirically. This is a clinical study pt. By protocol, pt would not have been treated by the study investigator.